Event description:
During the procedure the stryker suction irrigator began leaking rusty fluid from the battery compartment, avoiding the sterile field. The surgeon indicated that the equipment was not used yet and a new suction irrigator was used to complete the case. No harm to the patient and no delay in care. FDA safety report ID# (B)(4).